Event description:
It was reported by service report that lift motors were drifting and the fuse in the power inlet was blown. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in motor.